Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient's atrial and rv lead exhibited high thresholds. Other electrical measurements were stable. The physician reprogrammed the device to vvi mode. No patient symptoms were reported.